Event description:
Reporter noted power surge in phaco mode. Posterior capsule tear occurred; anterior vitrectomy performed and iol implanted. Additional information received noted anterior chamber over inflated after thir scuplting pass; nucleus dislocated and fell into back of eye. Patient referred to retinal specialist; second surgery anticipated.